Event description:
Train-of-four twitch monitor was being used by the anesthesiologist to monitor paralysis during surgical procedure where paralytic agents are used. Towards the end of the procedure, while the unit was off and unused, the anesthesia resident smelled burning, and the patient was noted to have two burns on the right forearm at the site where the electrodes were placed.